Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and tvt-o was implanted. It was reported that the patient experienced incontinence and dyspareunia. No additional information was reported.

Manufacturer narrative:
Additional information h6, h11. DHR review: lot 351082 is an invalid lot number for ethiconsarl, therefore no DHR review can be performed by ethiconsarl. "Product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. The internal complaint number is (B)(4).